Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic and long menstrual cycles") and tympanic membrane perforation ("unexplained left eardrum perforation during night") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("vaginal mycosis, which became recurrent") and fatigue ("persistent unexplained fatigue"). In (B)(6) 2013, the patient experienced tympanic membrane perforation (seriousness criterion medically significant), ear pain ("daily otalgia") and tinnitus ("tinnitus"). In 2015, the patient experienced vaginal haemorrhage ("spotting") and menstruation irregular ("irregular menstrual cycles cycles"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("severe adenomyosis") and amenorrhoea ("amenorrhea"). The patient was treated with antifungals, antidiarrhoeal microorganisms (probiotics), surgery (tympanoplasty in (B)(6) 2014) and surgery (essure removal). Essure was removed on (B)(6) 2018. In (B)(6) 2017, the ear pain had resolved. At the time of the report, the menorrhagia, adenomyosis, amenorrhoea, vaginal haemorrhage, menstruation irregular, fatigue and tympanic membrane perforation outcome was unknown and the vulvovaginal mycotic infection and tinnitus had not resolved. The reporter provided no causality assessment for adenomyosis, amenorrhoea, ear pain, fatigue, menorrhagia, menstruation irregular, tinnitus, tympanic membrane perforation, vaginal haemorrhage and vulvovaginal mycotic infection with essure. The reporter commented: irregular menstrual cycles cycles: frequent spotting starting in 2015, in 2016 she experienced hemorrhagic and long menstrual cycles, followed by 6 months of amenorrhea, spotting, then returned to regular menstrual cycles followed with amenorrhea for 4 months. Hormonal work-up done in (B)(6) 2017 found no signs of menopause. Pelvic MRI disclosed severe adenomyosis leading to removal of essure in (B)(6) 2018. Pelvoc MRI - in (B)(6) 2018: severe adenomyosis; examinations: fatigue unexplained; hormone test - in (B)(6) 2017: no signs of menopause. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 15-may-2018. The most recent information was received on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic and long menstrual cycles"), adenomyosis ("severe adenomyosis") and tympanic membrane perforation ("unexplained left eardrum perforation during night") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced vulvovaginal mycotic infection ("vaginal mycosis, which became recurrent") and fatigue ("persistent unexplained fatigue"). In june 2013, the patient experienced tympanic membrane perforation (seriousness criterion medically significant), ear pain ("daily otalgia") and tinnitus ("tinnitus"). In 2015, the patient experienced vaginal haemorrhage ("spotting") and menstruation irregular ("irregular menstrual cycles"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required) and amenorrhoea ("amenorrhea"). The patient was treated with antifungals, antidiarrhoeal microorganisms (probiotics), surgery (essure removal) and surgery (tympanoplasty in apr-2014). Essure was removed on (B)(6) 2018. In december 2017, the ear pain had resolved. At the time of the report, the menorrhagia, adenomyosis, amenorrhoea, vaginal haemorrhage, menstruation irregular, fatigue and tympanic membrane perforation outcome was unknown and the vulvovaginal mycotic infection and tinnitus had not resolved. The reporter provided no causality assessment for adenomyosis, amenorrhoea, ear pain, fatigue, menorrhagia, menstruation irregular, tinnitus, tympanic membrane perforation, vaginal haemorrhage and vulvovaginal mycotic infection with essure. The reporter commented: irregular menstrual cycles cycles: frequent spotting starting in 2015, in 2016 she experienced hemorrhagic and long menstrual cycles, followed by 6 months of amenorrhea, spotting, then returned to regular menstrual cycles followed with amenorrhea for 4 months. Hormonal work-up done in nov 2017 found no signs of menopause. Pelvic MRI disclosed severe adenomyosis leading to removal of essure in apr-2018. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - in april 2018: severe adenomyosis examinations: fatigue unexplained hormone test - in nov-2017: no signs of menopause. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-may-2018 for the following meddra pts: menorrhagia: the analysis revealed 1026 cases (excluding this case). Adenomyosis: the analysis revealed 15 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2018: significant correction after internal review: narrative updated. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.